Manufacturer narrative:
Investigation summary: 35 samples were received for evaluation. The summary of the visual inspections is as follows: 24 samples no defects noted. 6 had black specs on the barrel wall which were embedded foreign matter. 4 had burnt plastic on the barrel flange and one on the thumb press. Failure mode was verified. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is a cosmetic defect only and does not affect the integrity of the syringe. Burns can be caused when there is blockage in the mold vents/ gates which can cause burns on the flange of the syringe during molding process. All product is safe for use and defect rate is within specification. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that black foreign matter was found on the plunger and barrel rim of some bd luer-lok¿ syringes, while others had "unclear" scale markings.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found on the plunger and barrel rim of some bd luer-lok¿ syringes, while others had "unclear" scale markings.